Event description:
Per the pump managing physician, the patient had a new pump implanted in (B)(6). On (B)(6) 2015, he thought he was seeing the patient for a regular follow-up appointment, but it quickly had to be change to a refill appointment. On interrogation, he noticed the reservoir volume was 0 ml and the low reservoir alarm date showed (B)(6) 2015. The patient¿s dose was 698.8 mcg/day of 2000 mcg/ml baclofen. Thinking that the pump had just become empty that day and after aspirating approximately 0.25 ml from the pump, he refilled it and kept it at the same rate of 698.8 mcg/day. He stated that he had wanted to interrogate the pump after the refill, but the patient wanted to leave, so he was not able. The patient had increased tone, but had a uti and the increased tone was attributed to that. The refill was done at approximately 4:30 pm. Pretty soon thereafter the patient had overdose symptoms. On (B)(6) 2015, the physician had received a call earlier in the day from the ER (emergency room) of another hospital as the patient was seen there at around 8pm the night prior. The patient was lethargic/tired, had labored breathing, and had been found unresponsive; they stopped the pump. As of the date of this report the patient was breathing on her own but unresponsive. That hospital did not have a physician programmer to read the pump, so the patient was being transferred to the hospital where the pump managing physician was at. He was thinking that the patient would need to be intubated to allow her to get adequate oxygen. The patient was admitted. After reviewing the printout from the day prior, it showed the 56.5 ml had been dispensed since the last update, so based on calculations, it was determined that prior to the refill, the patient¿s pump had been empty for approximately 47 days which was why the patient reacted to the current dose the way that she did. The physician didn¿t think that the pump had been refilled since implant in (B)(6), but wasn¿t sure why. They were planning to lower the patient¿s dose. The patient did not hear any alarm and it was unclear why. The patient did not have any withdrawal symptoms; she only reported a slight increase in spasticity/tone in her left leg. On (B)(6) 2015, it was reported that the pump was restarted on (B)(6) 2015 at 96 mcg/day. The issue was resolved. Clinically the patient was stable and the patient recovered without permanent impairment, but may require further increases in her current rate.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l49635, implanted: (B)(6) 1998, product type: catheter. (B)(4).